Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown finn femoral component, catalog #: unknown lot #: unknown; unknown finn tibial tray, catalog #: unknown lot #: unknown; unknown finn assembly, catalog #: unknown lot #: unknown; unknown finn bearing, catalog #: unknown lot #: unknown. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-09555 0001825034-2017-09556, 0001825034-2017-09557, 0001825034-2017-10547, 0001825034-2017-10548. Product location unknown.

Event description:
The journal article reported 24 cases of reoccurrence of periprosthetic joint infection requiring re-operation with retention of implants. No further information has been made available at this time.